Manufacturer narrative:
The field service engineer (fse) reported an issue with the instrument pipettor and performed setting adjustment. The fse observed the ultrasonic voltage setting was unstable and reset the voltage to the appropriate setting of 197v. The fse performed a 10-replicate precision test at low level and level 3, utilizing qc material, and produced precise results within the labeled precision limits. On (B)(4) 2013, the fse returned to facility and observed pipettor issue and the voltage was unstable. The fse replaced the pipette and transducer and successfully completed system check, high sensitivity system check, and precision tests. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving the access 2 immunoassay system used in conjunction with the access accutni assay. Subsequent analyses of the patient's sample, on the same instrument, recovered lower results, within the normal reference range. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. Quality control (qc) was within the acceptable range at the time of the event. Patient samples are collected into 13x75 mm plastic separation tubes (pst) with gel and centrifuged at 5,000 rpm (rotations per minute) for five minutes in a swing-bucket centrifuge, at room temperature. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.